Event description:
It was reported that the air dermatome handpiece was not cutting according to the thickness dial setting. It was noted that the thickness dial is extremely tight and the device would not cut even when pressure ws applied.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.